Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(6) did not function after powering up" was confirmed during archive data review and functional testing. The customer did not report a user advisory (ua) or fault code. However, archive data review revealed that the autopulse platform was last powered up on (B)(6) 2022 with multiple user advisory (ua) 45 (not at "home" position after power-on/restart). Based on the archive, the ua45 advisory messages began occurring on (B)(6) 2022 and were not subsequently cleared through the end of the archive. The ua45 advisory message was replicated during functional testing at zoll service depot. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. User advisory is normally a clearable error message, and it is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. During visual inspection, the customer's reported issue of "broken enclosure and other physical damages on the exterior of the platform" was confirmed. The photos provided by the zoll service team revealed some superficial scratches on the front enclosure, likely due to wear and tear. The autopulse platform was manufactured in november 2016 and has exceeded its expected service life of 5 years. In addition to the scratches, a vertical crack/breakage was going through one of the screw fittings of the front enclosure. Also, the handle of the top cover was cracked and chipped. These observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. No documented report was found showing that regular preventative maintenance (pm) had been performed on this autopulse platform since the customer acquired it in 2016. Functional testing failed as the autopulse platform displayed a ua45 advisory message upon powering up, confirming the reported complaint that "the platform did not function after powering up." The zoll service personnel rotated the driveshaft to "home" position to remedy the ua45 advisory message. Subsequently, the autopulse platform passed a run-in test using the large resuscitation test fixture (lrtf) for 20 minutes with no faults or issues. Upon service completion, the platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform sn (B)(6) did not function after powering up during a shift check. The customer also reported observing a broken enclosure and other physical damages on the exterior of the platform. The customer did not provide any further information. No patient involvement.